Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: on 29apr2024, it was reported that an 'ultrathane mac-loc locking loop biliary drainage catheter' leaked at the mac-loc adaptor, near the locking mechanism. Upon discovery of the leak, the complaint device was removed and replaced. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instruction for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for the device found one relevant nonconformance that could have contributed to the reported failure mode, in which nonconforming device was scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of DHR, dmr and IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies or design contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 16aug2024, it was reported that the physician detected that the plastic part where the guide wire was located had loosened at the catheter' locking mechanism. Following confirmation of a leak, the device was removed and replaced immediately. The fitting was found to be securely attached at first inspection.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an 'ultrathane mac-loc locking loop biliary drainage catheter' leaked at the collection bag insertion site. No adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.